Event description:
Pt underwent cataract surgery on 7/9/97, and implantation of a staar model aq-2010v intraocular lens. However, the doctor stated that after lens insertion he noticed that the posterior capsule was torn. The lens was removed and a vitrectomy was performed. Another lens style was implanted.